Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. However, the insulin pump passed the basic occlusion test and displacement test. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.

Event description:
Customer reported the insulin pump keeps alarming motor error and no delivery one after the other. Customer's blood glucose level was 388 mg/dl. Customer states the alarm occurs randomly. Customer does not recall any previous significant event that may have caused the device to alarm. Customer does not use the sensor feature. The device does rewind. Customer was advised to discontinue use of the device and revert to back up plan. Customer declined to troubleshoot for high blood glucose levels. No further information reported.